Manufacturer narrative:
The customer report that the male luer collar cracked was confirmed based on inspection of the as-received set. Visual inspection confirmed that the male luer spin collar had cracks in the direction of fluid flow. The root cause of the observed damage was not identified.

Event description:
It was reported that the nurse was attempting to attach the tubing set to the adult patient's central line when the male luer collar cracked. The nurse was required to prime another set in order to administer the operator of device as ordered. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the nurse was attempting to attach the tubing set to the adult patient's central line when the male luer collar cracked. The nurse was required to prime another set in order to administer the d5 as ordered. The customer further stated that there were no adverse effects caused to the patient from the event.